Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of an automated pd set with cassette. This was observed during the initial drain cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the air. The technical service representative advised the home patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.